Manufacturer narrative:
Device not yet returned to manufacturer.

Event description:
The bed buddy bear caught on fire in the microwave. The consumer is not removing the wire that holds the bear in the box, causing it to overheat due to the wire still being in there.